Event description:
It was reported that the implantable cardiac defibrillator (ICD) had possible premature battery depletion. It was also reported that the right ventricular (rv) lead had varying impedance when tested through analyzer. The ICD and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, the outer tubing overlay melted, the outer tubing overlay cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion.